Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline communication fault alarms were confirmed via log file analysis. The heartmate iii system controller (serial #: (B)(6)) was returned for analysis, a log file was downloaded for review, and a log file was submitted for review as well. The log files spanned approximately 9 days ((B)(6) per timestamp). Events occurring on (B)(6) 2021 are from product testing at abbott. On (B)(6) 2021 at 01:07:33 until the end of the submitted log file at (B)(6) 2021 at 08:45:23 and on (B)(6) 2021 at 01:06:40 until the driveline was disconnected on (B)(6) 2021 at 09:07:18 there were multiple driveline communication faults coincident with com_b_faults. These alarms did not clear on their own. Pump operation was not affected. There were no other notable alarms in the log file. The heartmate iii system controller was tested and passed all stages of testing. The system controller was able to operate on a mock loop without any issue and the reported driveline fault alarms were not reproduced. The root cause of the reported driveline fault alarms was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including driveline fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-02650. It was reported the patient experienced a driveline communication fault alarm on (B)(6) 2021 at 01:07. A log file analysis confirmed the driveline communication faults starting on (B)(6) 2021 at 01:07 while using the mobile power unit (mpu), and they continued for the remainder of the log file. The alarm was cleared on the system monitor. The patient had a second driveline communication fault on (B)(6) 2021. The modular cable and controller were exchanged.